Event description:
A customer contacted stryker to report that the device logged an event code that is associated with a failure of the device to provide defibrillation therapy. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A stryker field service technician evaluated the customer's device and observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. The reported issue could not be duplicated. After replacing the therapy pcb as a precautionary measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.